Event description:
It was reported that the insulin pump alarmed no delivery when the customer attempted to replace the reservoir. The customer stated that the insulin pump would not deliver insulin, and since the insulin was not moving through the tubing, it did not give a no delivery alarm. He also noted frequent battery changes and one unexplained no delivery alarm in the alarm history. The customer declined troubleshooting for the issue. The reporter declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.